Event description:
One endeavor sprint drug-eluting stent was implanted. Pt displayed stable angina at 30 day follow up and was asymptomatic at 6 month follow up. A ptca revascularization was carried out at the target lesion 8 months post stent implant, due to restenosis after previous ptca. Acute non-stemi reported to have occurred two weeks prior to the ptca revascularization. Investigator has assessed the event as a non-q-wave mi, location is non-determinable. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Eval results: (myocardial infarction, restenosis of the stented artery). Secondary intervention.